Event description:
It was reported that in the cath lab the intra-aortic balloon (iab) was prepped per instructions. When the catheter was inserted in the super arrow-flex (saf) sheath it became stuck. The iab and sheath were removed together and a new kit was opened and used successfully. The second insertion site was the same as the first, but the location is not known. There was no pt death, injuries or complications noted. The pt's outcome is listed as good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.